Event description:
It was reported that vet cortscr ø4.5 self-tap l52 sst broke during a pastern arthrodesis surgery. The device fractured approximately two threads below the head, resulting in the shaft remaining embedded in the patient while the head portion was retrieved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a1, a2, a3, a4, g4, 510k#: device is a veterinary product. No patient information will be reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.